Event description:
The patient experienced chest pain and shortness of breath. The right ventricular (rv) lead had migrated and perforated the right ventricle. There was no capture at maximum output and no sensing. The rv lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, there was blood in/on the helix/lobe mechanism and sleeve head.